Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. During device preparation for placement of a 3.0x12mm taxus express2 drug eluting stent into the distal left anterior descending coronary artery stent strut deformation was found. This was noticed outside the pt. The procedure was completed with another taxus express2 stent of the same size. There were no pt complications and the pt condition was reported as normal.